Event description:
Complaint description: a hospital endoscopy technician reported that the video image blacked out during a colonoscopy procedure as the colonoscope was passed into the sigmoid colon. Technician stated that this happened during two cases, but only after the second procedure was the scope removed from service. There were no complications associated with the occurrences.